Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data logs show that 230 hours into support, the optical sensor begins to drift over a period of 6 hours before triggering placement signal not reliable (psnr) alarm and going out of spec (from around -40 to -90 mmhg). On the returned 5s parameters, lamp was at 100 and signal-to-noise ratio was low. Light, contrast, and gain were in normal ranges. Psnr alarm was reproduced when plugged into the lab console. The pump passed the laser continuity test. Pressure testing in the uson at 50 mmhg for 50 minutes showed the optical sensor to be drifting at around the same rate as in the field, confirming the optical sensor issue. The root cause of the optical signal issue was most likely sensor silicone wear. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that placement signal not reliable alarm was present after patient on impella rp flex support¿s bed was lifted. Motor current and flows were without any issues. The pump was eventually weaned and explanted. There was no patient harm.